Event description:
A medtronic rep reported a screw would not tighten in a spine clamp while preparing instruments for a case. This alleged malfunction was discovered prior to surgical use when no pt was present.

Manufacturer narrative:
No pt was present. The spine clamp was fully open with the adjustment screw turned too far, locking up the clamp face. Inserting the driver and turning easily broke the clamp face free. The travel of the screw was found to be otherwise normal. The retainer ring at the tip of the screw had been stretched by opening the clamp too far, allowing some play in the movement of the clamp face. The clamp face was also slightly bent to one side.